Event description:
Event description guidant received information from the legal department, that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) filed a claim alleging the patient sustained personal injuries as a result of negligent design, manufacture, sale and distribution of the device.,

Event description:
Boston scientific crm received information from the legal department, that the patient implanted with this device filed a claim alleging they sustained personal injuries as a result of negligent design, manufacture, sale and distribution of the device. New information received indicates that this device was explanted for normal battery depletion. There were no adverse patient effects reported at the time of explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.